Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking from an unknown location.

Manufacturer narrative:
The reported event was found inconclusive due to the sample received was not the original product sample. One used meter bag was received without the foley catheter. The used meter bag was received open and without its original packaging. The device was received with no foley component. Therefore, the catheter was unable to be evaluated per the reported event. The red seal was also not present with the sample. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review could not be completed due to no product catalog # provided.

Event description:
It was reported that the foley catheter was leaking from an unknown location.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking from an unknown location.